Event description:
On 09-feb-2024, nurse assist received a medwatch report from the FDA via e-mail. Description of e-mail: patient is a type 1 diabetic - immunocompromised. Patient treating (cleaning) surgical wound site on foot with sterile water. Redness appeared on (B)(6) 2023 along with high fever. Foot continued to swell and redness spread. Primary care doctor recognized issue as infection ((B)(6) 2023) and recommended I contact my orthopedic surgeon immediately. Orthopedic surgeon recommended I get to ER asap (emergency room as soon as possible) in (B)(6). Admitted to hospital on (B)(6) 2023. First surgery done on (B)(6) 2023 to handle infection, second surgery was done on (B)(6) 2023 and third was done on (B)(6) 2023. The surgeon during these surgeries had to remove bone and skin tissue and then create a skin flap (graft) to cover the wound site. I was hospitalized for 12 days ((B)(6) 2023 thru (B)(6) 2023) with a major bacterial infection. All twelve days I was on not less than 2 antibacterial drugs infused by IV drip in order to control the infection. Before release from hospital a PICC (peripherally inserted central catheter) line was placed in my chest in order to administer additional antibiotics at home. I had to administer daily antibiotics thru the PICC line for an additional 5 weeks. I am currently on oral medication to suppress the infection. Additional surgery was done on (B)(6) 2023 to complete the skin graft. More future surgeries are needed to correct affected bones in my foot. First recall on this sterile water came out on (B)(6) 2023. I was notified by amazon on (B)(6) 2023 that the product had been recalled. Currently being followed by infectious disease doctor, orthopedic surgeon and plastic surgeon. Doctors all located in (B)(6). Blood lab testing was done on daily basis while in the hospital to test for infection. A cbc (complete blood count) plus many other tests were done. Continued blood testing is done every 3 to 4 weeks to monitor the infection.